Event description:
The customer reported being hospitalized due to low blood glucose. The caller was in a car accident and she was the driver. Troubleshooting was performed. The customer experienced chest cold previously to her admission, and she believes that she may have over bolused. Reviewed the priming technique and programming and they were correct. The reservoir was showing the same amount of insulin as shown on the status screen. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.